Event description:
After dilation of the amiia pta balloon, the product could not be removed from the sheath; therefore, the product and the sheath were removed together. The balloon was not fully deflated. There were no kinks observed in the product. There was no separation in the product. An indeflator was used. There was no harm to the patient.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l information will be provided within 30 days of receipt.